Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes contained foreign matter and had non-cosmetic molding defects that did not prevent use. The following information was provided by the initial reporter: "fm in gel x5 damaged tube x1 dirty shield x360."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, damaged tube and dirty tube with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes contained foreign matter and had non-cosmetic molding defects that did not prevent use the following information was provided by the initial reporter: "fm in gel x5. Damaged tube x1. Dirty shield x360".